Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery during incoming inspection the unit had a foreign substance in the packaging. There was no patient involvement. Due diligence is complete. No additional information is available.